Event description:
It was reported that noise was observed on the ventricular and atrial leads. Merlin.net showed patient was not shocked and therapy was diverted. An externalized conductor was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.0-12.5cm from the distal tip. The silicone insulation was abraded and the re conductors were visible. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the re conductors were in contact with the inner coil. Another internal insulation abrasion was found at 24.5- 25.ocm from the distal tip. The etfe coating was intact at the same location.